Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that blood was leaking out of the grey septum where the needle comes out to safety. This happened 4 different times with different size gage and length catheters.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.